Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there were no circumstances that led to the loss of stimulation; it stopped working and still wasn¿t working. The patient reported that he tried to reset the machine, but it still wasn¿t working. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he went to a doctor in (B)(6) and a manufacturer¿s representative (rep) came and checked it a month ago. The patient reported that he made it stronger. The patient reported that it worked and now it didn¿t work. The patient reported that he went to turn it on and it won¿t work. The patient reported that he saw the lightning bolt and he didn¿t feel anything. The patient reported that he increased stimulation to 3.80 volts and he didn¿t feel anything. The programmer showed that stimulation was on at group a on program 1 at 1.70 volts and program 2 at 2.40 volts. The patient increased stimulation on both programs on the call all the way up to the max and he felt nothing. The patient didn¿t have any other groups to try. No further complications were reported.